Manufacturer narrative:
The cholesterol gen.2 reagent lot number is 934751, and the expiration date was not provided. An analysis of the analyzer's fluidic behavior revealed that the main water pump pressure was fluctuating excessively, which subsequently caused destabilization and variations in the gear pump operation. A field service engineer (fse) determined that the driving voltage of the gear pump was too low, compromising the system's ability to thoroughly clean the pipetting probes and reaction cuvettes according to manufacturer specifications. The fse cleaned the probes and wash stations, replaced the calibrator for automated systems (cfas), and successfully verified that both calibration and quality control (qc) protocols passed. Another fse adjusted and stabilized the main water pump pressure, recalibrated the gear pump driving voltage, and performed high-precision mechanical alignments of the probes, reagent piercer, and ultrasonic mixer (usm). The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 11.7 mg/dl, and the repeat result was 207 mg/dl. The initial questionable result was not released outside of the laboratory because the customer thought it was incorrect. The repeat result was deemed to be correct.